Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was the user recognized leakage from suction valve, reprocessing was not completed. As a result, foreign material remained in the channel opening. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus field service engineer, that the evis lucera gastrointestinal videoscope had leakage from the button on suction. The issue was found during inspection for use for a diagnostic procedure and it was completed with a similar device. There were no reports harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that foreign material was attached to the channel outlet. The charge coupled device lens was broken and the adhesive part of the bending section was broken. The light guide lens was polluted and switch 2 and switch 4 had liquid leaks due to deformation. There was a crease at switch 2. Angulation in the up direction and gap of the up/down knob were out of standard value due to wear of the angle wire. The suction cylinder was deformed and there was a crease at the universal cord. There was liquid leak and the elevator connector due to leakage and there was a crease at the boot of the scope connector. There was a buckle and dent at the insertion tube and a white dot at the screen. The light guide lens was chipped and the plate on the scope cover was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.